Event description:
In 2006, the patient was implanted with gore excluder aaa endoprostheses. In 2008, the devices were explanted due to a persistent type ii endoleak, and replaced with another bifurcated vascular graft. The patient is stable with no further complications. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing records is being conducted. The device is undergoing a histological evaluation.